Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery setup, it was observed that the attachment device was heating up. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device heating up was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed cutter insertion assessment, the bearings were broken creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment and not allowing the cutter to pass through. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.